Event description:
Pt had a right-sided chest tube inserted in the afternoon for a pneumothorax. Respiratory therapy in to assess the patient's respiratory status due to poor aeration and diminished oxygen saturations. The oxygen saturation(spo2) was noted to be 64%. A non-rebreather oxygen mask was obtained, the patient was given high-flow oxygen via a nebuilizer taken from her self-administered nebulizer and attached to wall oxygen. The oxygen saturation (spo2) improved to about 80%. Equipment check noted the chest tube suction tubing which connects the suction apparatus to the chest tube pleuro-vac was unattached at the suction canister. The tubing was exposed to air and just a small part of the connector was attached to the canister. The tubing was resecured to the wall suction canister. A non-rebreather oxygen mask was attached to the patient and with a flowrate of 15 liters per minute the oxygen saturation (spo2) slowly returned to 91-94%. The patient was transferred to ICU for management as pneumothorax was increased questionably due to this incident.======================health professional's impression======================use error - suction not connected properly.